Event description:
Patient reported a left side rupture confirmed by MRI. Physician later confirmed rupture. Physician further reported via operative report "pain and a lump" and a "capsular contracture" baker grade unspecified. The device was explanted and replaced.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unspecified.